Event description:
Rv lead has variable lead noise on near field only being counted as vf. No shocks received. 2 days prior, piegm was negative for any noise of any kind. Patient to be brought to clinic for isometrics. All lead values stable for last 6 months. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.